Event description:
It was reported that the customer had buttons that stopped working on the insulin pump. Customer stated that they were attempting to give a bolus and the keys no longer worked. Customer confirmed that the screen froze. Customer put the battery back in and the pump gave them a button error alarm. Customer stated that the keys wills tick or the screen will flick back up without input. Customer's blood glucose level was 7.3 mmol/l. Insulin pump will need to be replaced. . Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions.. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No frozen screen anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.